Event description:
It was reported that this device exhibited shock impedance measurements of greater than 125 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).